Manufacturer narrative:
Add'l implant date: (B)(6) 2008.

Event description:
(B)(4). Initial information for this spontaneous case was received from a physician on (B)(6) 2008: a (B)(6) female patient was treated with poly-l-lactic acid (sculptra) starting in (B)(6) 2007 (first treatment,) to (B)(6) 2008, for the indication of facial fat loss. The poly-l-lactic acid dosage was 1 vial diluted to 6 ccs with 4 ccs of water and 2 ccs of lidocaine. The physician reported that his last injection was to the right nasolabial fold. He stated that he was injecting as he removed the needle. When the needle tip was just subcutaneous, the patient reported briefly feeling warmth in her right cheek. He stated that he noticed that the skin around the medial area of her mouth blanched immediately. A few minutes later, the blanched area turned to a dusky blue color. The area was treated with massage and application of topical nitroglycerine. He stated that there was a slight improvement of the dusky color, so they continued with the massage and instructed the patient to continue massaging the area every 10 minutes, and to return in 2 hours. (The call was made approximately 45 minutes after the injection.) The physician is concerned that the injection might have caused occlusion of a blood vessel and may result in necrosis and/or scarring. Medical history and concomitant medication unknown to reporter. No additional medical information reported. Additional information for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Batch record review (brr) without hint to root cause. No faults, defects or damages detectable. Conclusion: no faults detectable.